Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11255. It was reported the pt had felt tingling even when the scs system was turned off. The sjm rep met with the pt and did not observe impedance issues with the lead. It was reported the pt was to use her programmer to turn the stimulation off, as she had only used the magnet to turn the system off. The pt was to make an appointment with her physician regarding the next course of action. The pt reported she would use her programmer, and did not want to meet with the rep at the time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.